Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a balloon angioplasty, the device was unable to cross the lesion. The target lesion was located in the right coronary artery (rca). The 2.75x16mm liberte stent was advanced rca but was unable to cross the lesion. The procedure was completed with another 2.75x16mm taxus stent. There were no patient complications reported and the patient status is stable. However; analysis revealed the stent was dislodged from the balloon and not returned.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the balloon had been inflated and was not refolded. The stent was detached from the balloon and was not received for analysis. A clear impression of the stent crimp was visible on the balloon material. There was a small build up of solidified contrast media present inside the balloon. No issues existed with the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).